Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was exposed to water after the customer jumped into water wearing her pump. The insulin pump also had cracks from having been dropped previously. The customer's blood glucose was 8.3 mmol/dl. Nothing further was reported.